Event description:
It was reported that the motor device "is making high pitched noises." The reporter was unable to determine the date of this event; however, stated that it occurred in 2013. In addition, the reporter confirmed that this event was observed during pre-testing. The reporter stated the scheduled surgical procedure was completed without delay, as an identical spare device was available, and there was no patient harm or adverse outcome. An additional health care contact was not provided. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation and confirmed the reported condition. Testing was performed and the device failed sound specification. The evaluation findings indicate that this event occurred due to internal motor or mechanical components failure caused by excessive force. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).